Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles in the fill channel, one opening curved on the anterior and brown particles in the shell. Leak test and microscopic analysis was performed which identified: one opening striated on the radius, one opening sharp on the plug strap disk shell bond edge and partial delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening on the plug strap disk shell bond edge due to an unidentified (tear) opening; one striated opening due to surgical damage consist in the use of some surgical tool; partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Device has been explanted.